Manufacturer narrative:
(B)(4).

Event description:
Product was returned for analysis with no event information reported. Medication reported in pump logs was baclofen.

Manufacturer narrative:
Final analysis of the pump found high battery resistance.

Manufacturer narrative:
(B)(4). Recall - a small percentage of these pumps may exhibit low battery reset, premature elective replacement indicator (eri), or premature end of service (eos). Additionally, for a small percentage of these pumps, the minimum timeframe of 90 days between eri and eos may be reduced due to this battery issue.